Event description:
Customer reported experiencing a low blood glucose event, with the lowest recorded level of 41 mg/dl. Cause was not known. The customer consumed carbohydrates as a corrective action, and no further assistance was required after a system check was offered by technical support.